Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market, there are no units in stock. Received an open pouch with the needle detached from the thread and the thread is still would on the pack. The thread is undyed and as the support cardboard is also white, the customer may have though that there was no thread, nevertheless the thread was in the pouch but with the needle detached. Nevertheless, without closed samples a proper analysis cannot be performed (needle attachment strength testing). Without any closed samples an analysis cannot be performed to determine if the product fulfills the OEM requirements. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread while still wound in the pack.